Event description:
As reported, during an inguinal herniorrhaphy, the sorbafix enhanced fixation device fastener did not fixate properly. The loose fastener was removed from the patient's body. It was reported the issue occurred with the first fastener, therefore a non-bard/bd device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device fastener failed to fixate. While the photo provided shows a fastener that appears to be beyond the cannula in the photo does not assist in determining the root cause of the event. Based on the information provided and without having the sample to evaluate, no conclusion can be made. Review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 425 units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.